Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. It was also noted that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos). The lv and rv leads were reprogrammed. The rv lead was subsequently explanted. No further patient complications have been reported as a result of this event.